Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported left-side capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting capsular contracture baker grade I.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/may/2024.

Event description:
Un-reporting capsular contracture baker grade I